Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to the device not working properly. The patient is expected to fully recover.